Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign distributor. After turn it on, it can working normally while connected both gas supply. Check air and o2 inlet pressure on screen. Air inlet was ... No value was displayed. But no alarm happened and internal compressor was not running. After we disconnected air supply. Vent stop delivery gas but o2 supply still was connected. No useful err log stores". "Check connection and reinstall all cables inside. No use". "Replace gde [gas delivery engine]. It is ok and running is normally."

Manufacturer narrative:
(B) (4). (B) (4): carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for eval. As of the date of this report, the alleged faulty gas delivery engine has not been received.